Event description:
It was reported that during an unknown procedure, the surgeon used this device to close the bronchus and found that there was no preinstalled reload after firing. They installed a reload to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). The analysis results showed that the device arrived in good visual condition and without a reload present. The device was tested for functionality with a test reload and it cycled, fired, and all the staples formed as intended. The device fired without any difficulties and the staples were noted to have the proper b-formed shape. Please note that when loading the device, insert the new reload into the cartridge housing. The reload will snap into position. For more information please refer the instructions for use. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A batch record review was performed and no anomalies were found during the manufacturing process.